Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "no audio" condition was confirmed during eval. Evaluation found corrosion on the I/o printed circuit board (pcb) and processor pcb which caused the audio to fail. The I/o pcb and processor pcb were replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had no audio. There was no pt involvement.